Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) stated they had an accident and fell at work in february (pt said that was now a workman's comp issue) and ever since the accident, things had been weird with the ins. Pt said stimulation would either be over- or under-stimulating so they would have to tweak the settings to get stim back to somewhat normal. Pt then said they went in for an epidural steroid injection on tuesday and the shot was going fine until out of nowhere it felt like the ins was electrocuting them from the ribs down and pt said it seemed like everything exploded. Pt said after that initial occurrence, the electrocution would come in waves and pt was numb from the waist down. Pt said they brought the pt to the hospital and it was then that the controller was brought to the pt so they could turn stim off. Pt said they had not turned stim back on since and was afraid to. Pt said the facility told pt they thought some of the meds got into the pt's spinal fluid, but pt thought the needle poked the lead into the pt's spine. He patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2020, product type: lead, ubd: 02-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.